Event description:
End user reports while seated in the motorized wheelchair, she leaned over the front of the seat to retrieve an item from the floor and allegedly slid under the safety belt and partially off of the seat cushion. End user reportedly decided to slip all the way to the floor and allegedly fractured her left distal femur.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user leaned out of the motorized wheelchair to reach an object on the floor. The owner's manual advises; "the operation of the unit requires caution and consideration for your personal safety and the safety of others around you".